Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cs100 intra-aortic balloon pump (iabp) had autofill failed during routine checks. There was no patient involved.